Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00435 on 21-november-2018. Additional information (07-december-2018): siemens has completed the investigation and determined that background count data indicated erratic acid and base results. The issue was resolved by decontaminating the acid and base fluidics. During troubleshooting, the resuspend fluid lines for ports 2 and 3 were identified to be switched and in the incorrect positions. Siemens determined the resuspend fluid lines could have been changed in error, while troubleshooting, and could have contributed to the discordant patient sample results. Siemens is informed that the instrument is fully operational since the service intervention. The customer has been running multiple samples without issue and verified instrument performance. The instrument is operating within specifications. No further evaluation of the device is required. Results and conclusions codes were updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that luminometer and signal error 1 errors occurred during patient sample testing. The customer stated that patient information and the discordant result were not available, and the number of results that are affected is unknown. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed background diagnostic tests, verified proper base and acid volume dispenses and checked the luminometer assembly with no issues. The performance of the instrument was monitored, and the customer identified a qc impression with the other assays. The cse primed the instrument and observed microbubbles in the wash block tubings (rp, d1, d2, and rp). The issue was resolved by replacing the check valves that are associated with the wash block tubings. The customer performed qc precision tests with tsh, and the result(s) were out of range. The cse performed an empty and fill to clear out the cuvettes from the incubator. A qc test was performed for enhanced estradiol (ee2), and the result(s) were out of range. Additional information provided by the customer informed that the imprecision is also observed with the psa assay. The cse performed the background tests to verify performance, and the results were lower than the specified value range. A siemens regional support center (rsc) specialist analyzed the instrument data and found that relative light units (rlu) counts were high with the wetwash, wetwater and dry tests. A total service visit was performed due to the qc precision issues, and the cse found cuvettes in the incubation ring were full of fluid. The issue was investigated by the cse, and found the resuspend tubings (port2 and port3) at wash block were switched. After correcting the tubings, an empty and fill was performed to clear cuvettes from the incubator. The cse decontaminated the acid and base with bleach and instrument performance was verified. A qc run was performed, and the results were within acceptable ranges. Siemens performed a follow-up and assisted the customer with running a precision run to compare patients and qc results with their alternate instrument(s). The customer evaluated the data and stated that all patient results match and qc is in range. The customer has resumed with patient testing, and no issues are noted. Siemens is investigating.

Event description:
Discordant ca19-9, ca15-3, thyroid stimulating hormone (tsh), prostate specific antigen (psa), and enhanced estradiol (ee2) patient sample results were obtained on an advia centaur xp instrument. The discordant results were reported to the physician(s). The customer used the same patient samples and performed repeat testing on an alternate instrument advia centaur, and corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant patient results.